Event description:
It was reported that a high number of short ventricular interval counts were observed during interrogation of the implantable pulse generator (ipg). Transmitted device data also revealed a high number of short interval counts (sics) since the previous device check. The right atrial (ra) and right ventricular (rv) pacing lead parameters were within normal limits and provocative testing was unable to produce noise on the electrograms (egms). The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the associated device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that the lifetime ventricular sic count was at 820 total observed with 518 occurring since 2013-dec-04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.